Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as bruising under the lifevest. The patient's doctor advised the bruising was related to blood thinner medication. The patient was advised to remove the lifevest. Follow up was completed and the skin irritation was unchanged. There is no alleged device malfunction. The patient discontinued use of the lifevest.